Event description:
It was reported that one of the g-8655 clamp insert broke into three pieces and this prolonged the surgery in order to retrieve. All pieces were removed from the patient and no patient injury or complication resulted from this incident. No further information could be obtained.